Event description:
Hill-rom received a report from the account stating the foot end casters are not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the foot end casters not holding due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to resolve the issue. Based on this information, no further action is required.